Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/29/04, the reporter contacted lifescan alleging that the patient's one touch ultra meter was reading the incorrect unit of measurement. The medical affairs specialist left a message for the patient on 11/1/04 and sent a letter to the patient on 11/2/04. Information regarding treatment given to the patient by a medical professional was not provided. The reporter was unable/unwilling to answer whether the patient took any action to affect her blood glucose level after use of the meter. The customer care representative (ccr) confirmed that the meter had previously been set to the correct unit of measurement (mg/dl); however, it was set to mmol/l when the ccr spoke with the reporter. The patient had not recently changed the unit of measurement in the meter settings. The ccr assisted the reporter in resetting the meter unit of measurement to mg/dl. There is insufficient information to indicate that the patient experienced injury or medical intervention due to the meter. Due to the apparent spontaneous change in unit of measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. No products were replaced.